Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open malignant breast tumor resection, the device thread broke when employing a continuous suture at the end of skin closure. A new suture was pulled to complete the procedure with no issues. The patient status is alive with no injury.